Event description:
It was reported that during procedure with a stent retriever and a balloon guide catheter (subject device), it was not possible to expand the balloon. After checking the balloon out of the patient's body, it was found that there was contrast medium leaking from the proximal side of the balloon. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that flowgate proximal shaft was examined and found to be wrinkled on several places along its length. The flowgate balloon was examined and it was found to be ruptured. During functional testing, flowgate device was prepped per the dfu for balloon inflation testing. Attempts were made to inflate the balloon, the balloon could not be inflated. The balloon was leaking due to the rupture in the balloon. Based on the investigation, it is probable that the flowgate sustained damage during use due to procedural factors, possibly while it was advanced through the selected vessel to the treatment site. The physical damage (wrinkled shaft, ruptured balloon) on the device is known to affect its the functional performance (inflation). Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during procedure with a stent retriever and a balloon guide catheter (subject device), it was not possible to expand the balloon. After checking the balloon out of the patient's body, it was found that there was contrast medium leaking from the proximal side of the balloon. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that flowgate proximal shaft was examined and found to be wrinkled on several places along its length. The flowgate balloon was examined and it was found to be ruptured. During functional testing, flowgate device was prepped per the dfu for balloon inflation testing. Attempts were made to inflate the balloon, the balloon could not be inflated. The balloon was leaking due to the rupture in the balloon. Based on the investigation, it is probable that the flowgate sustained damage during use due to procedural factors, possibly while it was advanced through the selected vessel to the treatment site. The physical damage (wrinkled shaft, ruptured balloon) on the device is known to affect its the functional performance (inflation). Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during procedure with a stent retriever and a balloon guide catheter (subject device), it was not possible to expand the balloon. After checking the balloon out of the patient's body, it was found that there was contrast medium leaking from the proximal side of the balloon. There were no clinical consequences to the patient.